Manufacturer narrative:
Concomitant medical products : 5076-52 lead, implanted: (B)(6) 2016.

Event description:
It was reported that one day after a routine device upgrade from a implantable pulse generator (ipg) to cardiac resynchronization therapy pacemaker (crt-p), the chronic right atrial lead had intermittent undersensing, as noted on the electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.